Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via field representative regarding a patient who undergone spinal therapy with an indication of the prestige lp settled into the lower vertebral body. It was reported that during post-op the prestige lp settled into the lower vertebral body. No patient symptoms or complications as a result of this event. Additional surgery/treatment performed as a result of this event. Removal of prestige lp and did a 1 level acdf using anatomic peek and elite plate. Levels implanted c5/6. There was no device breakage. Product utilized correctly according to the directions given in the IFU/labeling. Additional information received from manufacturer representative that the prestige didn¿t migrate, it sank into the endplate of the lower vertebral body. After removing implant the surgeon preformed an acdf.